Manufacturer narrative:
Additional information is not available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. Upon inspection it was observed that the insertion tube has cut and scratches and chemical discolor damage. The device has a leak from the distal end. Distal end rubber has a hole and rubber glue has a crack. The user complaint of the hole was confirmed. Incidental observations are pink coding glue peeling and scratched, bending section is detached, one element broken of the ultrasound image, and light guide tube has surface scratches.

Event description:
As reported for this event, during reprocessing a hole was observed in the distal end right above the ultrasound end. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. Root cause for the issue cannot be conclusively determined. It is likely that external force by handling was applied to create the damage on the distal end rubber. Insertion tube damage can be from external force, handling, or chemicals. The instructions for use includes the following statements: important information ¿ please read before use do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.